Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported false positive alinity I total b-hcg results on one patient. The results provided were: (B)(6) = 17.82 / 2,417.21miu/ml (>25.0miu/ml = positive) / 0.0 / 0.0miu/ml (<5.0miu/ml = negative). There was no reported impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and an instrument service review. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Manufacturing documentation of the affected instrument serial number has been reviewed and no contributing factors to the complaint could be identified. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.